Event description:
It was reported that the drive support cap is partially flushed. The blood glucose reading is 176 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with motor error alarm during basic occlusion test and alarmed during the prime test due to protruded/loose drive support disk. The insulin pump passed no delivery test and no excessive no delivery alarm noted. The insulin pump had missing end cap sticker, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.